Event description:
End-user stated that she broke out in a rash after wearing a headcover. The rash follows the elastic line across the forehead and all the way around the nape of the neck on both sides of face. She had worn the cap for approx. 1 1/2 hours before the rash formed. The rash is itchy, flat, and red. She stated she has sensitive skin and has seen a red rash form across her face while using particular facemasks. She now needs to use a sensitive skin mask product. She has no known allergies.